Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels. The blood glucose reading at the time of the emergency room visit was 645 mg/dl. A significant event leading to the hospitalization was a report that the customer had called the day prior due to an occlusion on the infusion set. The reporting health care professional stated that the insulin pump was clogged, which was likely due to an issue with the supplies, such as the infusion sets or reservoirs. She also stated that the patient would not be released from the hospital until a replacement insulin pump was received. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.